Manufacturer narrative:
Additional information: section b.7. Correction information: section h.6. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information sections: d.6b & h.6. Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2025, the recipient underwent repositioning surgery. The recipient's activation was reportedly successful. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing incorrect device placement. The recipient presented with no auditory response to stimulation. A CT scan revealed the array is entirely out of the cochlea. A repositioning surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.